Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had blood glucose level of 400mg/dl showed by the pump. Customer stated that they changed the set. Blood glucose then was 529mg/dl and the pump wouldn't let him calibrate. Customer stated that they were outside the range of 40mg/dl to 400 mg/dl and finally got the blood glucose value of 237mg/dl. Customer reported the blood glucose of 94mg/dl on friday. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.